Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. No blank display noted. Pump error 35 was noted in the pump history download on 12/31/2021 3:44:02 pm due to moisture damage to force sensor. Unit successfully downloaded to thus and crest. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and cracked keypad overlay. The p-cap/reservoir does lock properly. Confirmed critical pump error after battery installation and pump error 35 in the pump history download on 12/31/2021 3:44:02 pm due to moisture damage to force sensor. No blank display noted. Confirmed cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.